Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. The procedure logs could not be retrieved during this time. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument stopped working. The user completed the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had insufficient sealing. The instrument worked normally for a while at the beginning of the procedure. There was no error message reported. However, there was an audible sound when the pedal was pressed. There was no tissue ever cut that was not sealed. There was an insignificant amount of bleeding observed. There was no injury to the patient.